Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon (B)(6) reports via our sales rep (B)(6) the following: we used the pkr loaner set. The upper half (wing-shaped) of the femoral impactor broke off the metal ring-formed holder, while impacting femoral component into the femur. Instrument was put aside. Used an impactor from their own knee-set (not stryker). Due to non-related circumstances we had to remove the femoral component and the cement, at second try it worked. The component was not placed as planned (a few mm too lateral) due to bone defects after removal.